Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a guidewire stuck in the lead. Guidewire insertion test could not be performed due to a guidewire stuck in the lead. The distal end of the guidewire is kinked in the distal tip nose of the lead. If information is provided in the future, a supplemental report will be issued.